Event description:
The customer stated that the patient had been taken down to radiology and that the pump had low battery alerts while the patient was in radiology. It was reported that the pump was beeping and there were no signs of infusion problems. The beeping was cleared by turning the device off and then back on again. When the patient was transported back to the floor, the radiology department did no inform the nurse that the device had stopped pumping due to low batteries by the time it was back in the floor. The device was programmed to run 125ml/hour for an unknown length of time. The fluids being run were ns with 40meq potassium and 1mp of multiple vitamins. The concentration of the drug, total volume to be infused, patient vitals prior to the event are unknown. The patient's vitals following the event were: 98.8, 74, 20, 116/75. The customer stated that the IV site had to be restarted due to the time lapse of when this device stopped infusing and when the infusion was found to be stopped. The patient was restuck at a new infusion site. The patient fully recovered.